Event description:
Cvvh (continuous veno-venous hemofiltration) filter connections being checked and tightened before priming, red connector on arterial line where patient line connects to fluid bag fell off with no way to reconnect.